Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was found to have a grip cable loose at the proximal end. The loose grip cable on the back end could cause the cable on the distal end to become loose.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend would not release tissue on 2 different occasions during the procedure. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.